Manufacturer narrative:
In response to FDA report number: mw5096489. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported ¿experiencing excruciating pain¿ and ¿MRI and other scans show implants have ruptured and are leaking into body.¿ device remains implanted. This record is for the left side.